Manufacturer narrative:
Catalog number: requested, unknown. Lot number: requested, unknown. Expiration date: unknown due to unknown catalog and lot combination. UDI: unknown due to unknown catalog and lot combination. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown catalog and lot combination. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The product code/lot# combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
Terumo medical received a notification of event (from FDA) per abbot: the event description states: "during a premature ventricular contraction procedure, a pericardial effusion occurred. After mapping the left and right ventricles (lv and rv) with the hd grid catheter, the decision was made go into the cs as no signals were found endocardially. When the ablation catheter was connected to the tactisys and to the se port on the ensite x amplifier (with magnetic extension), no contact force was displayed on the system. Removing the magnetic extension and plugging/unplugging the tacticath cable resolved the issue. As access to the sinus was difficult, so going epicardially was decided. Epicardial puncture was performed and as the wire was going through the pericardium (at the scopy), the introducer was also placed. However, a few minutes later, the patient became hypotensive, and an echography revealed a pericardial effusion. A pericardiocentesis was performed, but after further investigation, it has been noted that rv had been punctured during the puncture and the non-abbott introducer was in the rv. Another puncture was done to drain the pericardium (leaving the first one in place to avoid any leaked blocked by the introducer in place) without success. A thoracotomy was then performed to remove the introducer and close the hole. Access to the pericardium was left and the procedure was completed epicardially. The patient remained stable during the entire procedure, until the end. Additional information on reporting information: the procedure was a premature ventricular contraction.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct section b3 date of event and to provide the completed investigation results. In the initial report it was reported that the date of event was on (B)(6) 2021 however the date of event was (B)(6) 2021. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed since the sample was not available for evaluation. The exact root cause cannot be confirmed. The DHR could not be reviewed because no lot number was provided. Here is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control.